Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure plugs partially in fallopian tube, scarred down in ostium, and large amount of plugs themselves projected into endometrium"), genital haemorrhage ("excessive bleeding, continues to suffer from heavy bleeding due to the injuries she received as a result of the essure device, even after the removal procedure"), polymenorrhoea ("polymenorrhea"), abdominal pain ("severe abdominal pain post-procedure course"), incision site abscess ("abscess of surgical wound") and urinary incontinence ("urinary incontinence") in a (B)(6) female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient started essure (ess205). On (B)(6) 2010, the patient experienced abdominal pain (seriousness criterion hospitalization) and urinary incontinence (seriousness criterion hospitalization). In (B)(6) 2011, the patient experienced asthma ("asthma") and bronchitis ("acute bronchitis"). On (B)(6) 2011, the patient experienced incision site abscess (seriousness criterion hospitalization). On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization and clinically significant/intervention required), genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), polymenorrhoea (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("unusually heavy menses post-procedure course"), abdominal pain lower ("sharp lower abdominal pain"), flank pain ("abdominal / flank pain"), back pain ("back pain") and arthralgia ("joint pain"). The patient was hospitalized on (B)(6) 2010 then on (B)(6) 2011 and then from (B)(6) 2011. The patient was treated with antibiotics, anesthetics, general, surgery (on (B)(6) 2011, diagnostic laparoscopy with bilateral salpingectomy with removal of essure. On (B)(6) 2011,diagn. Hysteroscopy, d&c,no ablation. On (B)(6) 2011, salpingectomy, endometrial ablation. On (B)(6) 2011, irrigation and debridement of the surgical wound under general anesthesia). Essure (ess205) was withdrawn. At the time of the report, the device expulsion, incision site abscess, urinary incontinence, flank pain, back pain, arthralgia, asthma and bronchitis outcome was unknown and the genital haemorrhage, polymenorrhoea, abdominal pain, menorrhagia and abdominal pain lower had not resolved. The reporter considered device expulsion, genital haemorrhage, polymenorrhoea, abdominal pain, incision site abscess, urinary incontinence, menorrhagia, abdominal pain lower, flank pain, back pain, arthralgia, asthma and bronchitis to be related to essure (ess205). The reporter commented: plaintiff continues to suffer from heavy bleeding and abdominal pain due to the injuries she received as a result of the essure device, even after the removal procedure. She was not aware that the device was defective until she saw an ad on television in late summer 2016 and realized that thousands of other women had experienced the same or similar problems (ref. No. (B)(4)) and were bringing lawsuits regarding their injuries. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2010: computerised tomogram result was possible perforation of the uterus. On (B)(6) 2011: computerised tomogram result was suggests coils migrated, left coil pos. Unconfirmed. -on (B)(6) 2011: diagnostic hysteroscopy and dilation and curettage with a thermachoice endometrial ablation but due to the positioning of the essure devices, the ablation could not be done without concern for pushing the devices even further out of position. The operative report: seeing the essure plugs actually hanging out of the bilateral ostium. There was a lot of titanium plugs hanging in these could be one of the reason for her bleeding. -on (B)(6) 2011. Diagnostic laparoscopy with bilateral salpingectomy with removal of the essure and hysteroscopy with thermachoice endometrial ablation: essure plugs were partially in the fallopian tube, scarred down in the ostium, and a large amount of the plugs themselves projected into the endometrium. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: a (B)(6) female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain post-procedure course and urinary incontinence resulting in hospitalization. She experienced excessive bleeding, continues to suffer from heavy bleeding due to the injuries she received as a result of the essure device, even after the removal procedure (seen as genital bleeding) and polymenorrhea and due to these events she underwent a diagnostic hysteroscopy and dilation and curettage about 7 years after essure insertion. Later, a diagnostic laparoscopy with bilateral salpingectomy with removal of the essure and a hysteroscopy with thermachoice endometrial ablation were performed. The essure plugs partially in fallopian tube, scarred down in ostium, and large amount of plugs themselves projected into endometrium (seen as partial expulsion of device). She required rehospitalization due to an abscess of surgical wound and she underwent an irrigation and debridement of the surgical wound under general anesthesia. Considering that essure has a local action at fallopian tubes, a causal relationship with urinary incontinence and essure can be excluded. Considering that abscess of surgical wound is a consequence of surgical procedure, a causal relationship with essure can also be excluded. With regards to the other events, based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure plugs partially in fallopian tube, scarred down in ostium, and large amount of plugs themselves projected into endometrium'), uterine perforation ('perforation'), embedded device ('essure projected into the endometrium'), genital haemorrhage ('excessive bleeding, continues to suffer from heavy bleeding due to the injuries she received as a result of the essure device, even after the removal procedure'), polymenorrhoea ('polymenorrhea'), abdominal pain ('severe abdominal pain post-procedure course'), urinary incontinence ('urinary incontinence') and multiple episodes of incision site abscess ('surgical wound abscess post essure insertion', 'abscess of surgical wound') in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criterion hospitalization) and urinary incontinence (seriousness criterion hospitalization), 5 years 9 months after insertion of essure (ess205). In (B)(6) 2011, the patient experienced asthma ("asthma") and bronchitis ("acute bronchitis"). On (B)(6) 2011, the patient experienced the first episode of incision site abscess (seriousness criterion hospitalization). On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the second episode of incision site abscess (seriousness criterion hospitalization), genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("unusually heavy menses post-procedure course"), abdominal pain lower ("sharp lower abdominal pain"), flank pain ("abdominal / flank pain"), back pain ("back pain"), arthralgia ("joint pain") and pelvic pain ("she suffered from pain"). The patient was hospitalized on (B)(6) 2010 , on (B)(6) 2011 and then from (B)(6) 2011 to (B)(6) 2011. The patient was treated with anesthetics, general, antibiotics, surgery (B)(6) 2011,diagn. Hysteroscopy, d&c,no ablation. (B)(6) 2011, salpingectomy, endometrial ablation, on (B)(6) 2011, diagnostic laparoscopy with bilateral salpingectomy with removal of essure, on (B)(6) 2011, irrigation and debridement of the surgical wound under general anesthesia, essure removed. And laparoscopy with bilateral,vaginal hysterectomy) and wound irrigation and debarment. Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device expulsion, uterine perforation, embedded device, the last episode of incision site abscess, urinary incontinence, flank pain, back pain, arthralgia, asthma, bronchitis and pelvic pain outcome was unknown and the genital haemorrhage, polymenorrhoea, abdominal pain, menorrhagia and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, asthma, back pain, bronchitis, device expulsion, embedded device, flank pain, genital haemorrhage, menorrhagia, pelvic pain, polymenorrhoea, urinary incontinence, uterine perforation, the first episode of incision site abscess and the second episode of incision site abscess to be related to essure (ess205). The reporter commented: plaintiff continues to suffer from heavy bleeding and abdominal pain due to the injuries she received as a result of the essure device, even after the removal procedure. She was not aware that the device was defective until she saw an ad on television in late summer 2016 and realized that thousands of other women had experienced the same or similar problems (ref. No. (B)(4) and were bringing lawsuits regarding their injuries. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: results: possible perforation of the uterus; on (B)(6) 2011: results: suggests coils migrated,left coil pos. Unconfirmed. Diagnostic results: -on (B)(6) 2011: diagnostic hysteroscopy and dilation and curettage with a thermachoice endometrial ablation but due to the positioning of the essure devices, the ablation could not be done without concern for pushing the devices even further out of position. The operative report: seeing the essure plugs actually hanging out of the bilateral ostium. There was a lot of titanium plugs hanging in these could be one of the reason for her bleeding. On (B)(6) 2011. Diagnostic laparoscopy with bilateral salpingectomy with removal of the essure and hysteroscopy with thermachoice endometrial ablation: essure plugs were partially in the fallopian tube, scarred down in the ostium, and a large amount of the plugs themselves projected into the endometrium. Concerning the injuries reported in this case, the following ones were reported via plaintiff information form: pelvic pain, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remaining part of the essure plugs'), device expulsion ('essure plugs partially in fallopian tube, scarred down in ostium, and large amount of plugs themselves projected into endometrium'), uterine perforation ('perforation'), embedded device ('essure projected into the endometirum'), genital haemorrhage ('excessive bleeding, continues to suffer from heavy bleeding due to the injuries she received as a result of the essure device, even after the removal procedure'), polymenorrhoea ('polymenorrhea'), abdominal pain ('severe abdominal pain post-procedure course'), urinary incontinence ('urinary incontinence') and multiple episodes of incision site abscess ('surgical wound abscess post essure insertion', 'abscess of surgical wound') in a 31-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhagia and uterine mass. On (B)(6) 2011: diagnostic hysteroscopy and dilation and curettage with a thermachoice endometrial ablation but due to the positioning of the essure devices, the ablation could not be done without concern for pushing the devices even further out of position. The operative report: seeing the essure plugs actually hanging out of the bilateral ostium. There was a lot of titanium plugs hanging in these could be one of the reason for her bleeding. -on (B)(6) 2011. Diagnostic laparoscopy with bilateral salpingectomy with removal of the essure and hysteroscopy with thermachoice endometrial ablation: essure plugs were partially in the fallopian tube, scarred down in the ostium, and a large amount of the plugs themselves projected into the endometrium. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criterion hospitalization) and urinary incontinence (seriousness criterion hospitalization), 5 years 9 months after insertion of essure (ess205). In (B)(6) 2011, the patient experienced asthma ("asthma") and bronchitis ("acute bronchitis"). On (B)(6) 2011, the patient experienced the first episode of incision site abscess (seriousness criterion hospitalization). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the second episode of incision site abscess (seriousness criterion hospitalization), genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("unusually heavy menses post-procedure course"), abdominal pain lower ("sharp lower abdominal pain"), flank pain ("abdominal / flank pain"), back pain ("back pain"), arthralgia ("joint pain") and pelvic pain ("she suffered from pain"). The patient was hospitalized on (B)(6) 2010 , on (B)(6) 2011 and then from (B)(6) 2011 to (B)(6) 2011. The patient was treated with anesthetics, general, antibiotics, surgery (B)(6) 2011,diagn. Hysteroscopy, d&c,no ablation. (B)(6) 2011, salpingectomy, endometrial ablation, on (B)(6) 2011, diagnostic laparoscopy with bilateral salpingectomy with removal of essure, on (B)(6) 2011, irrigation and debridement of the surgical wound under general anesthesia, bilateral salpingectomies with removal of essure plugs, essure removed. And laparoscopy with bilateral,vaginal hysterectomy) and wound irrigation and debriment. Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, device expulsion, uterine perforation, embedded device, the last episode of incision site abscess, urinary incontinence, flank pain, back pain, arthralgia, asthma, bronchitis and pelvic pain outcome was unknown and the genital haemorrhage, polymenorrhoea, abdominal pain, heavy menstrual bleeding and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, asthma, back pain, bronchitis, device breakage, device expulsion, embedded device, flank pain, genital haemorrhage, heavy menstrual bleeding, pelvic pain, polymenorrhoea, urinary incontinence, uterine perforation, the first episode of incision site abscess and the second episode of incision site abscess to be related to essure (ess205). The reporter commented: plaintiff continues to suffer from heavy bleeding and abdominal pain due to the injuries she received as a result of the essure device, even after the removal procedure. She was not aware that the device was defective until she saw an ad on television in late summer 2016 and realized that thousands of other women had experienced the same or similar problems (ref. No. 2017-0442440 ) and were bringing lawsuits regarding their injuries. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: results: possible perforation of the uterus; on (B)(6) 2011: results: suggests coils migrated,left coil pos. Unconfirmed. Concerning the injuries reported in this case, the following ones were reported via plaintiff information form: pelvic pain, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporter information, medical history added. Event: remaining part of the essure plugs added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remaining part of the essure plugs'), device expulsion ('essure plugs partially in fallopian tube, scarred down in ostium, and large amount of plugs themselves projected into endometrium'), uterine perforation ('perforation'), embedded device ('essure projected into the endometirum'), genital haemorrhage ('excessive bleeding, continues to suffer from heavy bleeding due to the injuries she received as a result of the essure device, even after the removal procedure'), polymenorrhoea ('polymenorrhea'), abdominal pain ('severe abdominal pain post-procedure course'), urinary incontinence ('urinary incontinence') and multiple episodes of incision site abscess ('surgical wound abscess post essure insertion', 'abscess of surgical wound') in a 31-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhagia and uterine mass. On (B)(6) 2011: diagnostic hysteroscopy and dilation and curettage with a thermachoice endometrial ablation but due to the positioning of the essure devices, the ablation could not be done without concern for pushing the devices even further out of position. The operative report: seeing the essure plugs actually hanging out of the bilateral ostium. There was a lot of titanium plugs hanging in these could be one of the reason for her bleeding. -on (B)(6) 2011. Diagnostic laparoscopy with bilateral salpingectomy with removal of the essure and hysteroscopy with thermachoice endometrial ablation: essure plugs were partially in the fallopian tube, scarred down in the ostium, and a large amount of the plugs themselves projected into the endometrium. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criterion hospitalization) and urinary incontinence (seriousness criterion hospitalization), 5 years 9 months after insertion of essure (ess205). In (B)(6) 2011, the patient experienced asthma ("asthma") and bronchitis ("acute bronchitis"). On (B)(6) 2011, the patient experienced the first episode of incision site abscess (seriousness criterion hospitalization). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the second episode of incision site abscess (seriousness criterion hospitalization), genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("unusually heavy menses post-procedure course"), abdominal pain lower ("sharp lower abdominal pain"), flank pain ("abdominal/flank pain"), back pain ("back pain"), arthralgia ("joint pain") and pelvic pain ("she suffered from pain"). The patient was hospitalized on (B)(6) 2010 , on (B)(6) 2011 and then from (B)(6) 2011 to (B)(6) 2011. The patient was treated with anesthetics, general, antibiotics, surgery ((B)(6) 2011,diagn. Hysteroscopy, d&c,no ablation. (B)(6) 2011, salpingectomy, endometrial ablation, on (B)(6) 2011, diagnostic laparoscopy with bilateral salpingectomy with removal of essure, on (B)(6) 2011, irrigation and debridement of the surgical wound under general anesthesia, bilateral salpingectomies with removal of essure plugs, essure removed. And laparoscopy with bilateral,vaginal hysterectomy) and wound irrigation and debriment. Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, device expulsion, uterine perforation, embedded device, the last episode of incision site abscess, urinary incontinence, flank pain, back pain, arthralgia, asthma, bronchitis and pelvic pain outcome was unknown and the genital haemorrhage, polymenorrhoea, abdominal pain, heavy menstrual bleeding and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, asthma, back pain, bronchitis, device breakage, device expulsion, embedded device, flank pain, genital haemorrhage, heavy menstrual bleeding, pelvic pain, polymenorrhoea, urinary incontinence, uterine perforation, the first episode of incision site abscess and the second episode of incision site abscess to be related to essure (ess205). The reporter commented: plaintiff continues to suffer from heavy bleeding and abdominal pain due to the injuries she received as a result of the essure device, even after the removal procedure. She was not aware that the device was defective until she saw an ad on television in late summer 2016 and realized that thousands of other women had experienced the same or similar problems (ref. No. (B)(4)) and were bringing lawsuits regarding their injuries. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2010: results: possible perforation of the uterus; on (B)(6) 2011: results: suggests coils migrated,left coil pos. Unconfirmed. Concerning the injuries reported in this case, the following ones were reported via plaintiff information form: pelvic pain, genital haemorrhage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc: (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure plugs partially in fallopian tube, scarred down in ostium, and large amount of plugs themselves projected into endometrium'), uterine perforation ('perforation'), embedded device ('essure projected into the endometirum'), genital haemorrhage ('excessive bleeding, continues to suffer from heavy bleeding due to the injuries she received as a result of the essure device, even after the removal procedure'), polymenorrhoea ('polymenorrhea'), abdominal pain ('severe abdominal pain post-procedure course'), urinary incontinence ('urinary incontinence') and multiple episodes of incision site abscess ('surgical wound abscess post essure insertion', 'abscess of surgical wound') in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criterion hospitalization) and urinary incontinence (seriousness criterion hospitalization), 5 years 9 months after insertion of essure (ess205). In (B)(6) 2011, the patient experienced asthma ("asthma") and bronchitis ("acute bronchitis"). On (B)(6) 2011, the patient experienced the first episode of incision site abscess (seriousness criterion hospitalization). On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the second episode of incision site abscess (seriousness criterion hospitalization), genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("unusually heavy menses post-procedure course"), abdominal pain lower ("sharp lower abdominal pain"), flank pain ("abdominal / flank pain"), back pain ("back pain"), arthralgia ("joint pain") and pelvic pain ("she suffered from pain"). The patient was hospitalized on (B)(6) 2010 , on (B)(6) 2011 and then from (B)(6) 2011 to (B)(6) 2011. The patient was treated with anesthetics, general, antibiotics, surgery ((B)(6) 2011,diagn. Hysteroscopy, d&c,no ablation. (B)(6) 2011, salpingectomy, endometrial ablation, on (B)(6) 2011, diagnostic laparoscopy with bilateral salpingectomy with removal of essure, on (B)(6) 2011, irrigation and debridement of the surgical wound under general anesthesia, essure removed. And laparoscopy with bilateral,vaginal hysterectomy) and wound irrigation and debriment. Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device expulsion, uterine perforation, embedded device, the last episode of incision site abscess, urinary incontinence, flank pain, back pain, arthralgia, asthma, bronchitis and pelvic pain outcome was unknown and the genital haemorrhage, polymenorrhoea, abdominal pain, menorrhagia and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, asthma, back pain, bronchitis, device expulsion, embedded device, flank pain, genital haemorrhage, menorrhagia, pelvic pain, polymenorrhoea, urinary incontinence, uterine perforation, the first episode of incision site abscess and the second episode of incision site abscess to be related to essure (ess205). The reporter commented: plaintiff continues to suffer from heavy bleeding and abdominal pain due to the injuries she received as a result of the essure device, even after the removal procedure. She was not aware that the device was defective until she saw an ad on television in late summer 2016 and realized that thousands of other women had experienced the same or similar problems (ref. No. (B)(4) ) and were bringing lawsuits regarding their injuries. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: results: possible perforation of the uterus; on (B)(6) 2011: results: suggests coils migrated,left coil pos. Unconfirmed. Diagnostic results: -on (B)(6) 2011: diagnostic hysteroscopy and dilation and curettage with a thermachoice endometrial ablation but due to the positioning of the essure devices, the ablation could not be done without concern for pushing the devices even further out of position. The operative report: seeing the essure plugs actually hanging out of the bilateral ostium. There was a lot of titanium plugs hanging in these could be one of the reason for her bleeding. -on (B)(6) 2011. Diagnostic laparoscopy with bilateral salpingectomy with removal of the essure and hysteroscopy with thermachoice endometrial ablation: essure plugs were partially in the fallopian tube, scarred down in the ostium, and a large amount of the plugs themselves projected into the endometrium. Concerning the injuries reported in this case, the following ones were reported via plaintiff information form: pelvic pain, genital haemorrhage quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. New event uterine perforation ,essure projected into the endometrium was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure plugs partially in fallopian tube, scarred down in ostium, and large amount of plugs themselves projected into endometrium"), genital haemorrhage ("excessive bleeding, continues to suffer from heavy bleeding due to the injuries she received as a result of the essure device, even after the removal procedure"), polymenorrhoea ("polymenorrhea"), abdominal pain ("severe abdominal pain post-procedure course"), incision site abscess ("abscess of surgical wound") and urinary incontinence ("urinary incontinence") in a (B)(6) female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient started essure (ess205). On (B)(6) 2010, the patient experienced abdominal pain (seriousness criterion hospitalization) and urinary incontinence (seriousness criterion hospitalization). In (B)(6) 2011, the patient experienced asthma ("asthma") and bronchitis ("acute bronchitis"). On (B)(6) 2011, the patient experienced incision site abscess (seriousness criterion hospitalization). On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization and clinically significant/intervention required), genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), polymenorrhoea (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("unusually heavy menses post-procedure course"), abdominal pain lower ("sharp lower abdominal pain"), flank pain ("abdominal / flank pain"), back pain ("back pain") and arthralgia ("joint pain"). The patient was hospitalized on (B)(6) 2010 then on (B)(6) 2011 and then from (B)(6) 2011. The patient was treated with antibiotics, anesthetics, general, surgery (on (B)(6) 2011, diagnostic laparoscopy with bilateral salpingectomy with removal of essure), surgery ((B)(6) 2011,diagn. Hysteroscopy, d&c,no ablation. On (B)(6) 2011, salpingectomy, endometrial ablation) and surgery (on (B)(6) 2011, irrigation and debridement of the surgical wound under general anesthesia). Essure (ess205) was withdrawn. At the time of the report, the device expulsion, incision site abscess, urinary incontinence, flank pain, back pain, arthralgia, asthma and bronchitis outcome was unknown and the genital haemorrhage, polymenorrhoea, abdominal pain, menorrhagia and abdominal pain lower had not resolved. The reporter considered device expulsion, genital haemorrhage, polymenorrhoea, abdominal pain, incision site abscess, urinary incontinence, menorrhagia, abdominal pain lower, flank pain, back pain, arthralgia, asthma and bronchitis to be related to essure (ess205). The reporter commented: plaintiff continues to suffer from heavy bleeding and abdominal pain due to the injuries she received as a result of the essure device, even after the removal procedure. She was not aware that the device was defective until she saw an ad on television in late summer 2016 and realized that thousands of other women had experienced the same or similar problems ((B)(4)) and were bringing lawsuits regarding their injuries. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2010: computerised tomogram result was possible perforation of the uterus. On (B)(6) 2011: computerised tomogram result was suggests coils migrated,left coil pos. Unconfirmed. On (B)(6) 2011: diagnostic hysteroscopy and dilation and curettage with a thermachoice endometrial ablation but due to the positioning of the essure devices, the ablation could not be done without concern for pushing the devices even further out of position. The operative report: seeing the essure plugs actually hanging out of the bilateral ostium. There was a lot of titanium plugs hanging in these could be one of the reason for her bleeding. On (B)(6) 2011. Diagnostic laparoscopy with bilateral salpingectomy with removal of the essure and hysteroscopy with thermachoice endometrial ablation: essure plugs were partially in the fallopian tube, scarred down in the ostium, and a large amount of the plugs themselves projected into the endometrium. Company causality comment: a (B)(6) female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain post-procedure course and urinary incontinence resulting in hospitalization. She experienced excessive bleeding, continues to suffer from heavy bleeding due to the injuries she received as a result of the essure device, even after the removal procedure (seen as genital bleeding) and polymenorhea and due to these events she underwent a diagnostic hysteroscopy and dilation and curettage about 7 years after essure insertion. Later, a diagnostic laparoscopy with bilateral salpingectomy with removal of the essure and a hysteroscopy with thermachoice endometrial ablation were performed. The essure plugs partially in fallopian tube, scarred down in ostium, and large amount of plugs themselves projected into endometrium (seen as partial expulsion of device). She required rehospitalization due to an abscess of surgical wound and she underwent an irrigation and debridement of the surgical wound under general anesthesia. The events urinary incontinence and abscess of surgical wound are regarded as unanticipated according to the reference safety information for essure. The other events are anticipated. Considering that essure has a local action at fallopian tubes, a causal relationship with urinary incontinence and essure can be excluded. Considering that abscess of surgical wound is a consequence of surgical procedure, a causal relationship with essure can also be excluded. With regards to the other events, based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.